Event description:
It was reported that the patient developed an infectious disease. It was also reported that they weren't sure if the patient's pump or their shunt system caused the infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).